Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the customer spoke with a tech and they advised the sa node needed to be replaced. He stated the tech said the sa node is not communicating. MDR filed.